Event description:
On (B)(6) 2014, patient had spine surgery. L4-l5, l5-s1 anterior lumbar interbody arthrodesis, application of prosthetic devices, anterior instrumentation, l4-l5, l5-s1. As part of the procedure, the surgeon, was using a tap preparing for screw and plate, and the tap broke. The broken piece was retrieved. During use of the second tap, it broke as well and was not able to retrieve the metal. The taps according to the alphatec product representative, are re-used; are not one type use taps.